Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a fast-draining battery when using the adc freestyle libre reader. On (B)(6) 02021, as a result, the customer experience unspecified symptoms of hypoglycemia and subsequently lost consciousness. The mother contacted hcp and the customer was provided intravenous glucose 33% for a diagnosis of hypoglycemia. After 30 minutes, an unspecified blood gluocse test was performed on the hcp meter. There was no report of death or permanent injury associated with this event.